Event description:
It was reported via a link to an internet suture site that a pt underwent a surgical procedure on an unk date and suture was used. The pt experienced infections weekly for yrs, suture spitting and the wound opening. The pt experienced yrs of pain, antibiotics and tests. The pt underwent surgery to remove the undissolved sutures.

Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.